Event description:
It was reported during primary of left knee, instrument broke. No harm to patient, no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alignment tab fracture involving a triathlon size 4-8 keel punch guide was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the tab on the guide component of the device fractured in mixed mode overload due to the application of an off-axis load. Final fracture occurred in ductile shear overload. [¿] no material or manufacturing defects were observed on the device features examined.¿ medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been other events for this lot. Conclusions: the investigation concluded that the fracture occurred in mixed mode overload due to the application of an off-axis load. Final fracture occurred in ductile shear overload. The size 4-8 tibial keel punch guide subcomponent, p/n: 9000-8-048, was redesigned to reduce the likelihood of fracture. Ecn was implemented on may 11, 2005 to eliminate stress risers by adding a fillet radius to the sharp edges of the tabs. The returned device was manufactured prior to the design change.

Event description:
It was reported during primary of left knee, instrument broke. No harm to patient, no delay.